Event description:
Report received indicated the grey hub of cypher stent delivery system cracked during use. The stent delivery system (sds) was advance across the lesion and balloon inflated. However, before nominal pressure was reached, the grey hub of the cypher stent delivery system cracked. Although the stent was deployed, the physician obtained another non-compliant balloon to fully inflate the stent. There were no reports of device anomalies before use and no adverse effects to the patient were reported.

Manufacturer narrative:
This cypher sirolimus-eluting stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.